Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device requires complete service. There was no patient involvement. The battery pca was returned to the failure analysis (fa) lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Reported problem was not verified during operational test and visual inspection ¿ no fault was found with the battery pca.

Event description:
It was reported to philips that the device requires complete service. There was no patient involvement.